Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations and troubleshooting with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement less than 200 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.